Manufacturer narrative:
(B)(4). Medical product: unknown femoral component, cat#: unknown lot#: unknown, unknown tibial tray, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06164, 0001825034-2017-06165, 0001825034-2017-06166. Remains implanted.

Event description:
It was reported that the patient is sufferering from pain, limited range of motion, instability and swelling. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A patient reported undergoing an initial right total knee arthroplasty using custom guides. The patient further reported experiencing right knee pain, limited range of motion, instability, and swelling 2 years post-implantation. Attempts to obtain additional information have been made; however, no more has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical product: biomet cc cruciate tray 71 mm, catalog # 141233, lot # j3428971. Vanguard ps intlk right femoral 67.5, catalog # 183210, lot # 571000. Biomet series a patella, catalog # 184786, lot # 299150. Signature tka guide/mdl set, catalog # 42-422551, lot # 133581. Another MDR report was filed for this event, please see associated report: 0001825034-2017-09584. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.